Event description:
It was reported that in the cath lab, upon insertion of an intra-aortic balloon (iab), the physician noted an unusual amount of resistance when attempting to advance the tip of the balloon beyond the end of the sheath. There was no reported pt death or injuries. The procedure was performed successfully with a delay in treatment of minutes. There were no complications, the pt tolerated the procedure well and is in stable condition. Medical/surgical intervention was not required. Additional info received on 8/23/2010 from the sales rep stated that the iab and sheath were removed. The staff opened another iab tray which was inserted successfully.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.